Event description:
It was reported that during a gastric bypass procedure the surgeon the device partially fired on the left side of the knife. The knife did not withdraw after firing, and it tore the right side of the sutureline. The surgeon replaced the reload, but the incident reoccurred. Another instrument was opened to complete the procedure with no adverse consequences.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received fully fired. While performing the analysis it was noted that the device had the knife missing. The device was tested for functionality and it fired and formed all the staples as intended, however it did not cut, due to the missing knife. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.